Manufacturer narrative:
The product was returned and scrapped. No evaluation completed and lift was replaced. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The cross support and locking bolts but the bolt on the handle keeps working itself out and they cannot get it to stay.